Manufacturer narrative:
The customer¿s report of a bulge/balloon in the silicone segment was confirmed. During visual inspection it was noted that the silicone segment tubing had slight ballooning just below the upper fitment. It was also noted that a staple used to close the package at the customer site had punctured the tubing and was stuck in the tubing 23¿ above the male luer. No other anomalies were observed on the set. Functional testing was performed and no leaks were observed except where the staple had punctured the tubing. Pressure testing was performed and the silicone segment started to balloon. The root cause of the customer¿s report of a ballooning silicone segment could not be determined.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported the pump was alarming when the rn noticed a balloon in the silicone pumping segment of the tubing. There was no patient harm.